Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58r82. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60d reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic low rectal anterior resection surgery, could not fire on the 1st firing. Removed the reload, noted the pan of reload with scratch trace. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58r82. Investigation summary: one photo was provided. The picture shows a gold reload and an anvil from the bottom view. The reload appears to be fully fired as the sled can be seen in the distal end and the knife indicator of the device can be seen in its home position. A damaged on the pan can be seen in the distal end. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one pse60a device was returned with no apparent damage and with one ecr60d reload present. The reload was received fully fired whit the cartridge pan damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge pan is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device history batch : na,performed by (B)(4).